Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2024, reported as "this week." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) flexicap disconnect caps leaked iodine. The event was further described as ¿povidone iodine solution noted to have iodine around the seal when opening the package." The flexicaps were expired. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.